Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl due to the customer going through a growth spurt and being more insulin sensitive. Reportedly, the customer went to the school clinic and was given chocolate milk to drink to address bg.